Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found the tip cover was found to was too loose on the instrument tip and failed the fit test. Using the installation tool, the tip cover was placed on a monopolar curved scissor. The tip cover was too loose on the scissors and could be removed with very little effort. Additionally, the tip cover was found to have tearing in the transparent part at the mouth where the scissor tips exit - the grey part do not show damage. Tears are/are not axially aligned with the tip cover and measure 3.00mm in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding when changing instruments, tip cover gets pushed off by the front of the cannula was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when changing the monopolar curved scissor (mcs) instrument the mcs tip cover may fall out into the patient's body. The customer suspected that the mcs tip cover is too large and is pushed off by the front of the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no damage noticed to the tip cover, not in the clear or the gray silicone area. The tip cover was properly installed and it was not beyond the orange surface. No electrolube was applied to the mcs prior to tip cover installation. The tip cover did slip down the instrument and the orange surface was exposed. No patient demographics provided.